Event description:
A healthcare facility reported via a fisher & paykel (f&p) healthcare representative, that two rt280 adult evaqua2 dual heated breathing circuits were found damaged during patient use. The damage was observed after approximately 5 minutes of patient use. There were no patient consequences reported.

Manufacturer narrative:
(B)(6). Section d4: device 1: lot number - 2102777389; date of manufacture - 15 september 2023; (B)(4). Device 2: lot number - not provided; date of manufacture - not provided; UDI - not provided corrected data: section g2: report source - correction of the data. Section h11: method: the expiratory tubings of the two rt280 adult dual-heated evaqua2 breathing circuits were received at f&p healthcare in new zealand for evaluation, where they were visually inspected and analysed. Results: visual inspection of both expiratory tubes confirmed that the evaqua2 limbs were both damaged. Further analysis performed on both tubes confirmed that the damages were due to chemical exposure. Conclusion: based on the investigations, the observed damages were likely due to chemical exposure, however we are unable to identify the source of the chemical. All breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuits would have met the required specifications at the time of production. The user instructions that accompany the rt280 adult dual-heated evaqua2 breathing circuit states the following: - "visually inspect breathing sets for damage before use and replace if damaged." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." - "check all connections are tight before use."

Manufacturer narrative:
(B)(4). Section d4: device 1: lot number: 2102777389; date of manufacture: 15 september 2023; UDI: (B)(4). Device 2: lot number: not provided; date of manufacture: not provided; UDI: not provided. The subject rt280 adult dual heated evaqua2 breathing circuits have been requested to be returned to f&p healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility reported via a fisher & paykel (f&p) healthcare representative, that two rt280 adult evaqua2 dual heated breathing circuits were found damaged during patient use. The damage was observed after approximately 5 minutes of patient use. There were no patient consequences reported.